Manufacturer narrative:
D10 concomitant products: mrasi0001, monopolar curved shears mrasi0001 (serial (B)(6)), mrasi0004, bipolar fenestrated grasper mrasi0004 (serial (B)(6)), mrasc0002, arm cart assembly mrasc0002 (serail (B)(6)), mrasc0002 arm cart assembly mrasc0002 (serial(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic trans obturator tape removal and fix of fascia lata sling, there were multiple issues. First, during docking, the robotic trocar was burped to create some space inside the cavity and the head of the trocar broke and was replaced with a new one. Later, during the cutting of tissues, the surgeon made a fast cutting movement with the monopolar curved shears (mcs) and an error occurred. The mcs was removed by the scrub nurse following the official medtronic broken instrument quick reference guide. The instrument was replaced with a new one. While the instrument was removed, an error occurred on arm cart assembly (aca) #2. The aca was restarted because it was not responding. After the restart and successful calibration, the new mcs was attached. During the coagulation of the tissue, the bipolar fenestrated grasper (bfg) cable broke with a pulley device falling into the cavity. The bfg was removed by the scrub nurse following the official medtronic broken instrument quick reference guide. The instrument was replaced with a new one. While the instrument was removed, an error occurred on arm cart assembly (aca) #1. The aca was restarted because it was not responding. After the restart and successful calibration, the new bfg was attached. All of the issues created a delay of 20-30 minutes. There was no patient injury.